Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 system did not reset the cardioplegia dose to zero when the deliver button was pressed. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 system did not reset the cardioplegia dose to zero when the deliver button was pressed. There was no report of pt injury.